Event description:
The pt stated that he has had 2 infusion tubings separate after 1 day of use and 2 separate after 2 days of use. He stated that on one incident, his blood glucose elevated to 180-190 mg/dl. He changed his infusion tubing and used his insulin pen to bolus to lower his blood glucose. He stated his normal blood glucose range is 50-65 mg/dl. He stated he considers 90 mg/dl high. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.